Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04108, 3006705815-2021-04109. It was reported that the patient lost weight, the ipg was unable to be set to MRI mode, and patient experienced ineffective therapy. Diagnostics revealed low impedance and high impedance on the leads. As a result, surgery occurred to address the issues. During the surgery, the leads were found to be twisted and fractured and the ipg may have twisted. During the surgery, the system was explanted and replaced to address the issues.